Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 600 mg/dl at the time of incident. The customer got insulin flow blocked alarms 3 times and customer wants to know what she should do with the box of infusion sets. Customer reported a past event. Customer reported that alarm did not occur during fill tubing. Customer reported that event was resolved by changing complete set (infusion and reservoir). The insulin pump will not be returned for analysis.